Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose level of 500 mg/dl with polyuria and polydipsia. The patient visited the physician's office and was treated with an insulin injection. Customer support attributed the excursion to inaccurate delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: a review of the black box showed a manual time change. The last bolus delivery was a 1.55 unit normal bolus. The pump was run for 24 hours at a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. No delivery interruptions or alarms occurred during the investigation. The history settings issue was unable to be duplicated.